Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported that at the start of the pump, it gave a system error 3 alarm. The pump was replaced with another pump. There were no pt death or injuries. There was a delay in therapy until they switched the pump. The motor assembly had to be replaced. Add'l info received on (B)(6) 2011 from regulatory, technical guarantee in (B)(6) stated that the pt did not have any complication occasioned for the device. The outcome of the pt is unk.